Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. The patient stated after surgery in 2022 she started to have pain under her pain pump. Patient stated she had a pain pump too and they were going to lower the pump. Patient stated the pump was removed because of fibroids and things. Patient states had nerve damage because of a fall in 2007 and that was why she had all these devices. Patient had a hysterectomy done and they thought she had cancer and her healthcare provider (hcp) could not operate on her so they took the pain pump out to do the surgery. Patient called them back in (B)(6) and they did the surgery. Patient stated she had a lot of fibroids and stuff. Patient was redirected to healthcare provider. Patient would be seeing healthcare provider next friday.